Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) and upon device interrogation, a power on reset (por) alert occurred. It was noted by the patient that they had received radiation therapy at an unspecified time; the physician was informed and did not request any further actions. A device check was performed and all measurements were normal. The crt-d remains in use. No patient complications have been reported as a result of this event.